Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in early 2008, the customer drained 2942ml after a fill volume of 2200ml. Follow up contact was made with the home patient's nurse. The nurse stated that the patient was having some catheter problems at that time and was a positional drainer. The patient was new to dialysis at the time. The patient has been trained regarding positions for draining and has not had further problems with therapy. The patient did not experience any symptoms of overfill during that time. The nurse was unable to provide further info regarding this event despite baxter request. There was no patient injury as a result of this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of all available log data combined with the available decision tree info, the most probable cause of this overfill was determined to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.